Manufacturer narrative:
Additional information was received on 5/11/2021. Clarification was provided regarding the patient¿s return to the ward with no return of spontaneous pulse. It was confirmed that the same av heart block continued. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 5/21/2021, it was observed that the previously reported code of recognised device or procedural complication (f15) under h 6. Health effect - impact code should have been surgical intervention (f19). Therefore, h6. Health effect - impact code has been populated with surgical intervention (f19) on this report.

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448199m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered an atrioventricular (av) heart block requiring surgical intervention (pacemaker implantation). During slow pathway ablation, the patient went into av heart block. After a waiting period of 30 minutes, the issue continued. A temporary pacemaker was implanted. The remainder of the procedure was aborted. The patient¿s condition did not improve after temporary pacemaker implantation. The patient returned to the ward with no return of spontaneous pulse. No further information is known regarding the patient status. There was no report that prolonged hospitalization was required. The physician¿s causality opinion is unknown. No biosense webster, inc. (Bwi) product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.